Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery or battery out limit alarm noted. The device was monitored in 50c oven for several days and no error alarm noted. The unit pump passed the error test. No error alarm noted. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed low battery multiple times throughout the week. The customer stated that they changed the battery several times, but the error alarm persisted. The customer had to restore all of the settings in the insulin pump. The customer's blood glucose at the time of the phone call was 220 mg/dl. In the alarm history of the device there were various error alarms. While performing troubleshooting on the phone, the customer's insulin pump turned off. The customer placed new batteries the device and it came back on briefly, but turned off again. Troubleshooting was unable to be continued due to blank display and persistent error alarms. The customer stated that temp basal was programmed before the error alarm. The customer was advised that due to the alarm a basal may not have been delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.